Event description:
Narrative from staff: heparin needle failure - after drawing up heparin from bottle, and going to give to patient, the needle retracted into itself without the plunger being pressed.